Event description:
The customer called to report that her blood glucose levels were reading high on the glucose meter. The customer felt that the basal rates were all wrong. Throughout the call, the customer was showing signs of high blood glucose, and was not making much sense. The paramedics were called for assistance, since the customer stated that she checked her blood glucose a few times and each time it read high. The customer's father came to the phone. Reviewed the insulin pump settings, and the time and date were correct. Nothing else was reviewed as the paramedics had arrived, and they were going to take the customer to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.